Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 85-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella cp support and had mild aortic regurgitation (ar) before impella insertion, but severe aortic regurgitation (ar) occurred after impella removal. There was no valve leaflet damage, so it is unclear whether the ar was caused by impella. Aortic valve replacement (avr) was performed for the ar. Originally, open-heart surgery for ventricular septal perforation and CABG (coronary artery bypass grafting¿) was performed. Avr was additionally implemented.

Manufacturer narrative:
The investigation into the heart valve damage has been completed. The device was not returned for investigation. The root cause of the heart valve damage was unable to be determined and the relationship to impella cannot be determined since no product or data logs were returned and there is a lack of clinical details.